Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before the surgery it was noticed that the rubber on the flexible drill shaft was broken. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
Visual examination of the returned product identified visual inspection the black sleeve has torn away from the inner spring. There is visible wear to the junction area and to the area below the head. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.